Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead delivered inappropriate shock due to noise oversensing. High capture threshold and high pacing impedance were also noted on the lead. The lead was capped and replaced on (B)(6) 2022. The patient was recovering.